Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there was a black line across the display of the blood glucose monitor. During the product evaluation, it was found the line distorted the result during the simulation test; therefore, misinterpretation of therapy information is possible. No adverse event was reported.